Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions for non-sustained right ventricular episodes. Review of the egm determined oversensing to likely be myopotentials. Programming changes were discussed. No patient symptoms were reported.

Event description:
New information states that the device was reprogrammed and the issue was resolved.